Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue and found the instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. Although there was no reported injury to the patient, if a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
During a da vinci-assisted myomectomy surgical procedure, it was reported that a permanent cautery hook instrument was noted to have a broken wire. The customer reported that no fragments fell into the patient. The procedure was completed with no reported harm, injury, or adverse outcome.